Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. Mount has broken screw piece inside hex which is in pouch with implant.

Event description:
Same day spinner.